Manufacturer narrative:
Device evaluation: underweight and opening on anterior. A visual and microscopic analysis was performed which identified: crease sharp opening, crease fold, wear abrasion and brown particles in the shell. Base on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening.

Event description:
Patient reported rupture on right side. Physician reported "shape of the patient¿ breast was strange¿ and experienced ¿a tumor noted as fibrocystoma and rupture¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on right side. Physician reported "shape of the patient¿ breast was strange¿ and experienced ¿a tumor noted as fibrocystoma and rupture¿. Device has been explanted.